Event description:
It was reported that there was not saline solution in the lens vial and the lens was hard and it could not be folded in the injector. White crystals were found sticking to the lens. The lens was not used. This issue occurred with 3 lenses. This report references lens 1 of 3. Reference MDR 1313525-2015-00784 for lens 2 of 3, 00785 for lens 3 of 3.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.